Event description:
The pt reportedly experienced a decrease in performance and sound quality issue. The pt was seen at the center, and the external equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The pt's c1 device was explanted and re-implanted with another device in 2007. Upon obtaining new info a follow up report will be sent.